Event description:
In 2008--the pt presented to a hospital for repair of an incarcerated ventral hernia with mesh. The pt's hernia was repaired with placement of a large bard kugel mesh measuring 19.6 x 24.6 cm. Thirteen days later -- the pt subsequently developed an abdominal wall infection requiring removal of the mesh. During the procedure, examination revealed that the mesh had pulled away from the abdominal wall and had not been fully incorporated. While teasing away the mesh from the omentum and bowel, a tear occurred in the small bowel. The pt was required to remain in the hospital for four days following the surgery. Because of the defective composix kugel patch and all the medical visits, hospitalizations and surgeries it necessitated, the pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt's event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.